Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. The cse evaluated the instrument and performed a total service call. The cse also checked the probe reagent alignments. The cse then checked the aspiration and dispense in the wash separation manifold. The cse calibrated the instrument and ran quality controls, which were within acceptable ranges. The cause of discordant, falsely elevated troponin result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated troponin result was obtained on one patient sample on an advia centaur instrument. The discordant result was not reported to the physician. The sample was repeated on the same instrument and twice on an alternate advia centaur xp instrument, all resulting lower than the initial result. The repeat result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin result.